Manufacturer narrative:
This report is submitted on march 15, 2023.

Manufacturer narrative:
This report is submitted on december 30, 2022

Event description:
Per the clinic, the patient experienced pain and migration of some basal electrodes out of the cochlea resulting in poor hearing performance. The device was electively explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.